Event description:
During implant, while using the medtronic catheter passer, immediately after removing the tunneler there was bleeding. Direct pressure was applied to stop the bleeding. This resolved the issue.